Event description:
The dental implant fx5010swc was removed on (B)(6) 2018 due to failure to osseointegrate 2 months and 2 days after implantation. The doctor noted periodontal disease during explantation. The patient has no significant medical history. The patient has recovered without complications.